Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The analog board was recommended to be replaced as a precaution, however the customer declined repair. The device was returned the customer labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.